Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 52-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and suffered cardiac tamponade requiring a pericardiocentesis. It was reported that an ablation catheter was not inside the patient at the time of the event. They stated that the soundstar was inside the patient body and was being used for sound. The physician does not use fluoroscopy. They had already completed a fast anatomical mapping (fam) on the right atrium and were preparing to go transseptal. "The physician was preparing to go up with, the right atrial map was up and we also had the sound map on, the wire (vizigo sheath wire) up to the svc and it went into the right atrial appendage. That is what he thinks happened. It was a no fluoro case. As he was advancing the wire up to the svc". They clarified that as they were advancing the wire into the svc to go transseptal, the physician thought that the wire was advanced and went into the right atrial appendage. Right after that, they noticed on sound that there was an effusion on the right ventricle. They checked the left ventricle. They continued to monitor the patient. They confirmed that the effusion was behind the right and left ventricles. The procedure continued and they also continued to monitor the effusion and it got bigger, the procedure was stopped. They watched and decided to "tap". A pericardiocentesis was performed and 400 ml of fluid was removed. The drainage tube was left in place and sutured. They stated that they were going to the "step-down" unit for admission. The patient was in stable at the time of the call. It was confirmed that no ablation had been performed and that the ablation catheter was not in the patient at the time of the event. The lot number for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small is unavailable due to the box already being thrown away. The outcome of the adverse event was reported as improved. It is unknown if the patient required extended hospitalization because of the adverse event; however, the patient was admitted. Also, a pentaray d curve was used and the lot number is unavailable as the box was thrown away.